Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, adjust belt messages) was isolated to the electrode belt trunk cable being severely damaged, preventing from plugging into the monitor. The root cause for damaged trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged. A us distributor reported that a patient was experiencing adjust belt messages.